Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. The customer reverted to an alternate method of insulin therapy.